Event description:
It was reported that the patient with this implantable device had exhibited infection and erosion. A revision was performed, and this implantable device along with the implantable leads were explanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).